Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open during a recovery attempt. The customer attempted to resolve the issue by rebooted the station; however, this does not correct the problem, and the door remained unresponsive. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed to open. A field service engineer discovered that the latch microswitches needed cleaning. The microswitches were cleaned and greased. The unit was rebooted, and firmware updates were run to resolve the issue. The system functioned as intended after the field service engineer repaired the device.